Event description:
A remstar pro c-flex+ device was returned to the third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During the evaluation of the device, the third-party service technician observed visible foam particles inside the blower kit and blower foam degradation. The service technician observed that error codes e053 (err_comp_log_sem_timeout) and e022 (err_motor_flux_magnitude) were present. In addition, there was contamination from fluids. The device was scrapped after the evaluation was completed.